Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report:1627487-2017-00300. It was reported the patient was not receiving effective stimulation and lead diagnostics revealed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads. The patient is now receiving effective stimulation and impedances are normal.